Event description:
Additional information was received that the physician believed the patient died from a pulmonary embolism. Since the patient was cremated, no autopsy was performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal portion of the lead was returned severed 50mm from the terminal pin with one filar of the rate sense negative conductor coil extending to 87mm. No further analysis testing could be performed.

Manufacturer narrative:
No additional information is available at this time. Upon receipt of additional information, this event will be updated.

Manufacturer narrative:
Correction: the rv lead was repositioned in the rv outflow tract, not the septum. The physician did not believe the lead had dislodged.

Event description:
Additional information was received that the patient did not recover and expired six days later. The device and part of the lead were explanted and given to the patient's family. The patient's family will return the device to boston scientific for analysis.

Event description:
Boston scientific received information that during a new implant procedure, difficulty was encountered obtaining acceptable measurements through the right ventricular (rv) lead due to rv apical scarring. It was reported that defibrillation threshold (dft) testing could not convert the patient at 41 joules. For this reason, the rv lead was moved to the septum where a successful conversion was noted at 31 joules. The patient was discharged home the next day, however later in the evening the patient had a witnessed fall and emergency medical services where contacted. The patient was transported to another hospital. It was reported that the patient may have had a myocardial infarction however was in vt/vf for over 18 minutes with some undersensing (which decreased the rate count) so the device initially delivered atp. After approximately 18 minutes, sensing stabilized and the device delivered a shock which converted the rhythm. The patient was brought to the ICU and placed on a ventilator. An x-ray revealed the rv lead had dislodged.